Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed an no defects were found. A review of the downloaded data log did not find any errors. The device was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(4). It should be noted that the diabetes mellitus is a known cause of loss of consciousness and hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver would not hold a charge and they experienced a hypoglycemic event leading to convulsions, loss of consciousness and requiring medical intervention. Patient experienced the adverse event while their receiver was charging. Patient's wife contacted emergency medical response team who arrived at the patient's home and treated the patient with a glucagon shot. No additional intervention was required. Patient is reported to be healthy. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Adverse event or product problem - correction to remove product problem. Describe event or problem - correction. If follow-up, what type? Correction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a hypoglycemic event leading to convulsions, loss of consciousness and requiring medical intervention. Patient experienced the adverse event while their receiver was charging. Patient's wife contacted emergency medical response team who arrived at the patient's home and treated the patient with a glucagon shot. No additional intervention was required. Patient is reported to be healthy. No additional event or patient information is available.